Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The initially reactive result observed for the patient sample is a known occurrence with the elecsys hbsag ii assay and other infectious disease parameters, often attributed to pre-analytical factors. The customer followed the recommended procedure by performing re-runs, which yielded non-reactive results. The assay was confirmed to be functioning as intended.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. On (B)(6) 2022, the patient sample initially generated a reactive result of 1.92 coi. Three subsequent re-runs of the same sample on the same system produced non-reactive results, including a second run with a result of 0.660 coi (non-reactive).